Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no lot-specific issues. Based on available information. The reported device entrapment appears to be due to a combination of challenging patient anatomy and poor image resolution. The reported foreign body in the patient was a result of the reported clip caught in chordae. The patient effect of foreign body in patient is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip caught in the chordae and foreign body in the patient. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. Prior to inserting the devices, it was noted that the patient had a very dilated ventricle and excessive amount of chordae, which resulted in very difficult imaging. An ntw clip was inserted and advanced into the left atrium (la). Due to the very poor imaging, the physician had a very difficult time visualizing the leaflets. The physician decided to switch from transgastric imaging to 3d imaging; however, while doing this, the physician continued maneuvering the clip, causing the clip to go under the valve and become caught in the chordae. Troubleshooting was performed, but the clip was unable to removed from the chordae. Since the clip was unable to be removed from the chordae, the physician decided to deploy the clip in the chordae. Since imaging was so poor, no additional clips were attempted to be implanted and the procedure was discontinued. Mr remained at a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.